Manufacturer narrative:
Programmer: model 3037, serial# (B)(4). Lead: model 3889-28, lot# v011665, implanted: 2006 (B)(6), explanted: unknown.

Event description:
It was reported that the implantable neurostimulator (ins) was turning off. The patient had lost the programmer, and kept coming back to the clinic with the ins turned off. The caller was shown how to turn off the magnetic reed switch. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information showed the patient's device had a magnetic switch in it that can cause the device to turn on/off if it comes in contact with a magnet. This switch was turned off by the patient's health care provider. The patient still did not have a patient programmer, and was instructed on how to obtain a new programmer.